Manufacturer narrative:
H10: h2: additional information on b5 and h6. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that one photo was provided for review and confirms the reported burn injury in the upper chest area and that the device IFU does caution, ¿when using wands, ensure adequate flow and circulation of saline solution to prevent unnecessary heating of the solution that may result in tissue damage or thermal injury¿ and ¿as a consequence of electrosurgery, damage to surrounding tissue through iatrogenic injury could occur.¿ based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. As of this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a shoulder arthroscopy the superturbovac wand caused second-degree burns of 8 centimeters in length and in the space between the infraclavicular region and the right supramammary gland. The procedure was completed with the same device and the burn was treated with vaseline gauze. It is unknown if there was a surgical delay. No further complications were reported and no follow up with the patient was consider necessary.

Event description:
It was reported that during a shoulder arthroscopy the superturbovac wand caused second-degree burns to the patient. The procedure was completed with the same device. It is unknown if there was a delay. No further complications were reported

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.